Event description:
The customer reported via phone call that the insulin pump recently had motor error alarms and failed battery tests. The customer reported that the failed battery tests continued even when new batteries were inserted. The customer stated that the motor error alarms occurred during bolus. The customer did not recall any significant events leading up to the error alarms. Customer also reported that the insulin pump had a piece missing and was cracked around the reservoir compartment. The customer confirmed that the device's battery cap was stripped due to tightening. Blood glucose level at the time of the incident was 308 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.